Event description:
A malfunction alarm was reported by the customer, identified by a malfunction code. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer by providing pump reset information and ensuring the malfunction code did not recur after resetting. The customer was instructed to continue using the pump and to call back if the issue reoccurs, and they acknowledged and understood these instructions.